Event description:
The patient underwent a generator replacement. Lead impedance after replacement was noted to be normal at 3571 ohms. The explanted device has not been received for analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any; defects or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient believes his battery is dead. The patient followed with the neurologist and clarified that he was not feeling the vns for about a month. He said it felt like it was going off a lot and then just stopped. Diagnostics showed that the device showed high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Patient reported sharp pain in chest and hoarseness when device is stimulating.